Event description:
The customer reported that with slight movement the device would unexpectedly shutdown. There was no pt involvement.

Manufacturer narrative:
(B)(4). The local philips authorized support distributor evaluated the device and determined the cause of this malfunction to have been the control pca. The philips authorized support distributor replaced the control pca to resolve this malfunction. The device passed all performance assurance tests and was returned to service. This complaint does not indicate the presence of a systemic problem or emerging issue. No further investigation or action is warranted.